Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an unexpected pump shutdown. Lactated ringers was infusing on one channel as a primary infusion. A second channel had pitocin running as primary at 16ml/hour. Patient received epidural and bolus on the lr channel was started at 0832. At 1015, the clinician noticed the pitocin was not infusing. Looking back at infusion verify it the clinician noted an automatic shut off at 0932. Pitocin was restarted at 2ml/hour. This led to a delay in medication administration. There was patient involvement, but the outcome is unknown.